Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore the complaint could not be determined. Same event as reported in MDR MFR: 2029214-2016-00019.

Event description:
Medtronic received information that the physician found the mirage guidewire was coming out the side of the marathon catheter during an interventional surgery. It was reported that there was no kink or damage on the catheter nor the guidewire during preparation. The physician flushed the guidewire and loaded it on the catheter. While advancing the guidewire, the physician noticed that the guidewire was coming out from the side of the catheter. The physician replaced the catheter with a new one and the procedure was completed. The patient is doing well with no adverse events reported.

Manufacturer narrative:
The catheter and guidewire were returned for analysis. The stylet was found protruding from the catheter hub. No damages were observed on the catheter body. The stylet was removed from within the catheter without issue. No damages were found with the stylet. The catheter was flushed and found patent. The catheter did not have leaks, ruptures, or punctures. The guidewire was examined and the outer coils were found stretched, with the core wire intact. However, there was damaged and missing coating from the proximal segment. The guidewire tip was found bent at the distal segment. Due to the damaged condition of the guidewire, it could not be used for further testing. An in-house guidewire was able to be navigated through the catheter lumen without issue. No other anomalies were observed. Based on the reported information and the device analysis, the customer¿s report of ¿guidewire puncture¿ could not be confirmed. No damages or issues were found with the returned catheter. The catheter performed as intended with an in-house guidewire. However, the returned guidewire was found to be damaged. The cause for the damage to the guidewire and the reported experience could not be determined. MDR related to this event: 2029214-2016-00018 2029214-2016-00019. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.